Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032555) on 22-jan-2014. The most recent information was received on 21-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/left side') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), visual impairment ("vision problems"), alopecia ("severe hair loss/ thinning hair"), arthralgia ("hip pain / joint pain"), back pain ("lower back pain feelings of being shocked in my abdomen"), dizziness ("dizziness"), headache ("headaches"), feeling abnormal ("brain fog"), tinnitus ("ringing in ears"), dysgeusia ("metallic taste"), dysmenorrhoea ("heavy painful monthly cycles"), menorrhagia ("heavy painful monthly cycles"), abdominal pain ("cramping"), allergy to metals ("allergic to nickle"), urticaria ("I had hives for 9 months"), pruritus ("I,m itching just like them"), skin irritation ("irritation"), tooth disorder ("dental issues / complete upper denture") and anxiety ("anxiety"), experienced abdominal discomfort ("feelings of being shocked in my abdomen"), fungal infection ("yeast infections") and abdominal distension ("severe bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, visual impairment, alopecia, arthralgia, back pain, dizziness, headache, feeling abnormal, tinnitus, dysgeusia, dysmenorrhoea, menorrhagia, abdominal pain and tooth disorder had not resolved, the abdominal discomfort, fungal infection and abdominal distension had not resolved, the weight increased outcome was unknown and the allergy to metals, urticaria, pruritus, skin irritation and anxiety outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, dizziness, dysgeusia, dysmenorrhoea, feeling abnormal, fungal infection, headache, menorrhagia, pelvic pain, pruritus, skin irritation, tinnitus, tooth disorder, urticaria, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results not provided. Concerning the injuries reported in this case the following one/onces were described in patient's social media: allergy to nickel, urticaria, skin irritation, pruritus quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032555, on (B)(6) 2014. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/left side') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), visual impairment ("vision problems"), arthralgia ("hip pain / joint pain"), back pain ("lower back pain feelings of being shocked in my abdomen"), dizziness ("dizziness"), headache ("headaches"), feeling abnormal ("brain fog"), tinnitus ("ringing in ears"), dysgeusia ("metallic taste"), dysmenorrhoea ("heavy painful monthly cycles"), menorrhagia ("heavy painful monthly cycles"), abdominal pain ("cramping"), allergy to metals ("allergic to nickle"), urticaria ("I had hives for 9 month"), pruritus ("I,m itching just like them") and skin irritation ("irritation"), experienced alopecia ("severe hair loss"), abdominal discomfort ("feelings of being shocked in my abdomen"), fungal infection ("yeast infections") and abdominal distension ("severe bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, visual impairment, arthralgia, back pain, dizziness, headache, feeling abnormal, tinnitus, dysgeusia, dysmenorrhoea, menorrhagia and abdominal pain had not resolved, the alopecia, abdominal discomfort, fungal infection and abdominal distension had not resolved, the weight increased outcome was unknown and the allergy to metals, urticaria, pruritus and skin irritation outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, dizziness, dysgeusia, dysmenorrhoea, feeling abnormal, fungal infection, headache, menorrhagia, pelvic pain, pruritus, skin irritation, tinnitus, urticaria, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: allergy to nickel, urticaria, skin irritation, pruritus . Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reporter and event : I had hives for 9 months, im itching just like them, irritation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032555) on (B)(6) 2014. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/left side') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), visual impairment ("vision problems"), alopecia ("severe hair loss/ thinning hair"), arthralgia ("hip pain / joint pain"), back pain ("lower back pain feelings of being shocked in my abdomen"), dizziness ("dizziness"), headache ("headaches"), feeling abnormal ("brain fog"), tinnitus ("ringing in ears"), dysgeusia ("metallic taste"), dysmenorrhoea ("heavy painful monthly cycles"), menorrhagia ("heavy painful monthly cycles"), abdominal pain ("cramping"), allergy to metals ("allergic to nickle"), urticaria ("I had hives for 9 month"), pruritus ("I,m itching just like them"), skin irritation ("irritation") and tooth disorder ("dental issues"), experienced abdominal discomfort ("feelings of being shocked in my abdomen"), fungal infection ("yeast infections") and abdominal distension ("severe bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, visual impairment, alopecia, arthralgia, back pain, dizziness, headache, feeling abnormal, tinnitus, dysgeusia, dysmenorrhoea, menorrhagia and abdominal pain had not resolved, the abdominal discomfort, fungal infection and abdominal distension had not resolved, the weight increased outcome was unknown and the allergy to metals, urticaria, pruritus and skin irritation outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, dizziness, dysgeusia, dysmenorrhoea, feeling abnormal, fungal infection, headache, menorrhagia, pelvic pain, pruritus, skin irritation, tinnitus, tooth disorder, urticaria, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: allergy to nickel, urticaria, skin irritation, pruritus most recent follow-up information incorporated above includes: on (B)(6) 2020: social media case received. New event dental issues was added and reporter information was added. On (B)(6) 2020: social media content received new reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032555) on 22-jan-2014. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/left side') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), visual impairment ("vision problems"), alopecia ("severe hair loss/ thining hair"), arthralgia ("hip pain / joint pain"), back pain ("lower back pain feelings of being shocked in my abdomen"), dizziness ("dizziness"), headache ("headaches"), feeling abnormal ("brain fog"), tinnitus ("ringing in ears"), dysgeusia ("metallic taste"), dysmenorrhoea ("heavy painful monthly cycles"), menorrhagia ("heavy painful monthly cycles"), abdominal pain ("cramping"), allergy to metals ("allergic to nickle"), urticaria ("I had hives for 9 month"), pruritus ("I,m itching just like them"), skin irritation ("irritation"), tooth disorder ("dental issues / complete upper denture") and anxiety ("anxiety"), experienced abdominal discomfort ("feelings of being shocked in my abdomen"), fungal infection ("yeast infections") and abdominal distension ("severe bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, visual impairment, alopecia, arthralgia, back pain, dizziness, headache, feeling abnormal, tinnitus, dysgeusia, dysmenorrhoea, menorrhagia, abdominal pain and tooth disorder had not resolved, the abdominal discomfort, fungal infection and abdominal distension had not resolved, the weight increased outcome was unknown and the allergy to metals, urticaria, pruritus, skin irritation and anxiety outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, dizziness, dysgeusia, dysmenorrhoea, feeling abnormal, fungal infection, headache, menorrhagia, pelvic pain, pruritus, skin irritation, tinnitus, tooth disorder, urticaria, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results not provided. Concerning the injuries reported in this case the following one/onces were described in patient's social media: allergy to nickel, urticaria, skin irritation, pruritus. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event "anxiety" and reporter were added, the outcome of the event "tooth disorder" was amended. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032555) on 22-jan-2014. The most recent information was received on 26-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), visual impairment ("vision problems"), arthralgia ("hip pain / joint pain"), back pain ("lower back pain feelings of being shocked in my abdomen"), dizziness ("dizziness"), headache ("headaches"), feeling abnormal ("brain fog"), tinnitus ("ringing in ears"), dysgeusia ("metallic taste"), dysmenorrhoea ("heavy painful monthly cycles"), menorrhagia ("heavy painful monthly cycles"), abdominal pain ("cramping") and allergy to metals ("allergic to nickle"), experienced alopecia ("severe hair loss"), abdominal discomfort ("feelings of being shocked in my abdomen"), fungal infection ("yeast infections") and abdominal distension ("severe bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). At the time of the report, the pelvic pain, visual impairment, arthralgia, back pain, dizziness, headache, feeling abnormal, tinnitus, dysgeusia, dysmenorrhoea, menorrhagia and abdominal pain had not resolved, the alopecia, abdominal discomfort, fungal infection and abdominal distension had not resolved, the weight increased outcome was unknown and the allergy to metals outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, dizziness, dysgeusia, dysmenorrhoea, feeling abnormal, fungal infection, headache, menorrhagia, pelvic pain, tinnitus, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case the following one/ones were described in patient's social media: allergy to nickel. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media record received. Surgery was added to the event pelvic pain and case became incident. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.